Manufacturer narrative:
Product event summary: analysis confirmed that the connectors were broken. The unit also failed an incoming rate test. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and venous connectors. The epg has been returned for service. No patient complications have been reported as a result of this event.